Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came to clinic for a low voltage alarm that occurred the night on (B)(6) 2026. The patient stated he was on batteries and the system controller alarms when the batteries were completely out of power. Normally the system controller beeps when the batteries are down to a level 2, but this did not occur this time. The patient does have some areas on the modular cable and data cables secured with rescue tape. It was reported on 01apr2026 that the cause of the low voltage alarms was believed to be the system controller. The controller was not alarming or showing on the display screen, when the batteries were running low until they were completely out of power. The system controller was exchanged, and the low voltage alarms resolved. The exchanged controller will either be disposed or returned if tracking label is provided.